Manufacturer narrative:
One truepass needle was returned for evaluation. Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture slot. Broken tip was not returned. A root cause investigation has been opened to address this failure mode. (B)(4).

Event description:
During a rotator cuff repair using the 72203793 truepass needle, it was reported that the tip of the needle broke off in the joint. It broke off where the needle has notch, at the very tip. The size of the piece that broke off was like a "flake of pepper." It was reported that the doctor continued on using a 2nd truepass needle. After the case, they brought in a c-arm, but could not find the broken needle piece in the joint. It was reported they believed it was flushed out and removed with suction. There were no reported patient injuries or complications.